Event description:
It was reported that the ins (implantable neuro stimulator) showed battery depletion and eri after only 12 hrs of use. Within one week, the device status moved from eri to eos. The exact eol could not be calculated, so therefore, the hcp decided to replace the device due to unresolved technical problems and unable to get the device started correctly.